Manufacturer narrative:
The device was returned for analysis. A needle to cuff miss was observed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities. The observed needle to cuff miss and unknown treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified issue occurred with a proglide device. No additional information was provided. Returned device analysis identified that a needle to cuff miss and a cuff tab separation had occurred.